Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2012. A revision procedure has been indicated due to femoral loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implants can loosen or migrate due to trauma or loss of fixation."